Manufacturer narrative:
The received sample was evaluated. A visual inspection was performed verifying all the components were assembled according to manufacturing process. A cut in the pilot balloon was confirmed which is consistent with contact with sharp objects or utensils and would have been detected immediately in the manufacturing process. The reported condition is not related to manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff would not deflate during the pretest. The customer reported there was no patient involved.